Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer that she feels is experiencing a headache, frequent urination and excess thirst. Customer denies the need for medical attention. The customer's expected blood results are 120-135mg/dl fasting. Verified the strips expired 08/31/2011. Reviewed meter memory: hi (B)(6) 2015 12:10:00 am fasting:no, hi (B)(6) 2015 09:34:00 pm fasting:no, 297mg/dl (B)(6) 2015 02:55:00 pm fasting:no, 250mg/dl (B)(6) 2015 07:28:00 am fasting:no, 252mg/dl (B)(6) 2015 01:31:00 am fasting:no.